Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (resetting) has been confirmed. Upon investigation the monitor was resetting. The cause for the failure was isolated to defective u100 and u101 ram chips on the computer/analog pca. The root cause for the failure of the ram chips could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was resetting.